Event description:
It was reported that during deployment of a vascular stent in the left popliteal artery, the stent elongated up to 15cm. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.